Event description:
After implant was completed and patient was discharged, the patient presented to the physician with a chest wall hematoma. Physician brought the patient into the or, drained the hematoma, applied a dressing, and closed.